Event description:
Pt hospitalized for high blood glucose. Given fluids for dehydration and IV insulin at hosp. Pt changed cartridge 08/28 pm, but had high blood glucose 08/29 am and could not bring blood glucose down. Changed insulin cartridge that sat in car all day of 08/27. Blood gloucose remained high and went to hosp. At hosp, switched to back-up pump. Blood glucose returned to normal.